Event description:
Pt was getting vancomycin 1gm IV q 12 hrs in the hosp. Pt was transferred to ecf (extended care facility) without the IV line. Catheter was inserted via number 17 introducer per left median cubital basilic. Immediately after catheter feeding, pt became very flushed, tensing his upper extremities towards midline and was able to respond "am scared." Episode subsided after approx 10 secs, pt's color returned to normal and pt denied feeling ill and having bronchospasm. Catheter was then flushed without difficulty with 10 cc of normal saline followed by 3cc of heparin 100 units per ml. Vital signs before PICC insertion were: temp 98.3, pulse 80, respiration 20. Bp 134/74. After PICC placement; vital signs were 98.2, 74 pulse, respiration 32 and bp was 124/70.